Event description:
A report was received that the patient had frequently ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had frequently ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.